Event description:
During service of the device, the manufacturers field service engineer reported the unit shut down and upon power on displayed a pressure sensor failure. Review of the device diagnostic history noted pressure sensor failure occurrences. Failure of the pressure sensor may affect the accuracy of the system pressure measurement during normal ventilation operation, and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The user must provide alternative ventilation and have the ventilator serviced. The customer did not report the occurrence to the manufacturers field service engineer previous to service, and there was no patient harm reported. The service engineer replaced the power management board and data acquisition pcb to motor controller pcb cable to address the findings. Performance verification testing was completed to operating specifications and testing passed.